Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a ankle fix plus ti plt lg rt on (B)(6) 2013 on the right side. The patient underwent a revision surgery due to a breakage of the device on (B)(6) 2014.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of description: it was reported that a normed ankle fix plate was broken. The information was received by patient's lawyer. The plate was implanted on (B)(6) 2013 and removed on (B)(6) 2014. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw : plate breakage due to lack of adequate strength not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of plates and screws due to inadequate design for intended performance of device not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending or in the current pms process. Breakage of implant due to explanted implant is used for new implantation surgery => possible, no further information was available. No surgical report, no x-rays and also no patient stickers. Therefore, this point cannot be excluded. Implant malposition due to wrong positioning of the plate by user => possible, as no x-rays were received for review it cannot be said if the plate was positioned correctly. Off label use leads to failure of surgery due to wrong/misleading information of labels, surgical technique and/or instructions for use => possible, it is unknown if the user did follow the surgical technique for ankle fix plates. No additional information was received, therefore this point cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).